Event description:
It was reported by repair work order that the power cord was sparking on inside of plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.